Event description:
User claims that she was wearing a glove that had multiple tears, got blood all under her fingertips only to find out that the pt was (B) (6). She said she now need to get tested for (B) (6) every couple of months.